Manufacturer narrative:
(B)(4). Ez-io driver 9058 was returned for evaluation. Upon receipt, the driver was visually inspected. No physical damage was observed. The driver had power when the trigger was pulled with a solid green light display. The trigger guard was still tethered to the driver. The driver stalled at the first insertion attempt on the hard profile saw bone material, 17.41 seconds. No further testing was attempted. The motor was connected to dc power supply and set to approximately 18v. When the trigger was pulled the led displayed a steady green light and the motor was operable. The eeprom data could not be parsed and analyzed due to an earlier eprom version of the chip that cannot be read. Batteries were subjected to a simulated load test and the results show that all batteries registered at 20% capacity. The simulated battery load test is a reference activity only. A review of the certificates of compliance found that the driver passed all release criteria. Other remarks: the customer's complaint that the driver failed under a steady green led light condition was confirmed. The reason the driver lost power was due to battery depletion. The batteries were tested under simulated load conditions and each one was found to be depleted less than 20% capacity. Teleflex will proceed to further investigate the cause for the led remaining green. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The led is blinking green but the device is losing power during insertion. The patient's condition was reported as fine.